Manufacturer narrative:
Continuation of d10: product ID evolutfx-23 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a left ventricle perforation occurred and the patient died. No further information was reported.

Event description:
Additional information was received which reported that according to the physician, the left ventricle perforation was a result of a non-medtronic guidewire. The delivery catheter system (dcs) did not cause or contribute to the perforation. The left ventricle was drained of blood collection prior to the patient death. The cause of death was the left ventricle perforation caused by the non-medtronic guidewire.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.